Event description:
It was reported that when the device, with a reload cartridge, was used during an unknown procedure, it did not fire. Another device was used to complete the case. There was no consequence to the patient.